Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This report is being submitted as part of a retrospective review and remediation per d00916038.¿ concomitant medical product: product ID evproplus-29 product lot/serial number (B)(6) product type: vlv evproplus-29; implant date (B)(6) 2022 product ID l-evprop2329us product lot/serial number unknown product type: compression loading system (cls) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, the patient¿s annular measurements were borderline for a 26 millimeter (mm) or 29 mm valve. The physician elected the 29mm valve as the sinus were large enough. The delivery catheter system (dcs) (0010956012) was delivered via the right femoral access with contralateral access in the left femoral artery. After access was gained, the invasive systolic blood pressures measured 200 millimeters of mercury (mmhg) and above. The electrocardiogram (ECG) was within normal limits. The native annulus was crossed without issue. A non-medtronic guidewire was used with the valve deployment. Glyceryl trinitrate (gtn) was given to reduce blood pressure and rapid pacing at150 beats per minute (bpm) was delivered to decrease the blood pressure during valve deployment. At 80% deployment the valve (f007757) appeared constrained at the inflow. The depth appeared adequate within target of 3-5 mm below the annulus. As reported, the valve appeared off-center and more towards the non-coronary sinus. Trace paravalvular leak (pvl) presented. The physician elected to fully deploy the valve under rapid pacing with a view to post dilate to improve the inflow. The depth was deemed acceptable for safe post dilation. The valve was fully deployed but still appeared constrained at the inflow. Post dilation was performed to address the shape of the inflow. The nose cone was centralized and removed from the left ventricle without issue. However, just prior to recapturing the nose cone in the descending aorta, the valve appeared to move upwards. The patient remained stable. The dcs was removed. An aortogram confirmed the valve dislodged into the ascending aorta between the sinotubular junction (stj) and the head and neck vessels. The inflow of the valve was above the stj did not cause coronary obstruction. The outflow portion of the valve became lodged below the head and neck vessels ofthe aortic arch, therefore, the patient¿s hemodynamic stability was maintained. The pig tail was removed from left femoral artery and exchanged for gooseneck snare. The dislodged valve was snared on the paddle and tension was applied to prevent any downwards movement of the valve. The left ventricular access was maintained throughout with the original non-medtronic guidewire. The annulus was dilated with a 20mm non-medtronic (vacs) balloon and expansion appeared complete. The patient remained stable. An additional 29mm medtronic transcatheter valve (f032393) was inserted via a new dcs (0011146634). There was some difficulty tracking the dcs through the initial dislodged valve. The dcs was pulled back into descending and rotated a quarter turn to change alignment. This was successful as the dcs tracked through the initial valve without dislodging it. Tension was kept on the snare and this second valve was implanted. This valve was implanted approximately at 3-4mm depth, and the outflow of the second valve sat just inside the initial valve on the inner curve of the aortic arch. A brief period of bradycardia following rapid pacing and atropine was given. The second valve still looked constrained but the hemodynamics were good. The physician elected not to post dilated due to a perceived instability at the annulus. The patient was pain free and hemodynamically stable throughout. There was some suspicion of type 1 bicuspid/pseudo-bicuspid presentation. Retrospectively, there was question if there was a calcified bridge between leaflets on the left. The pre-dilatation did not appear to modify the anatomy much. As reported, the procedure time was lengthened due to the required second valve. No additional adverse patient effects were reported. Additional information was received which indicated that trace to mild paravalvular leak (pvl) presented with the implant of the second valve. No treatment provided for the pvl. No additional adverse patient effects were reported. Additional information was received that the patient was discharged and doing well.